Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for a patient with intermittent thud sound across their chest over the pump. Nothing was seen on device interrogation other than frequent pulsatility index (pi) events. An echocardiogram and labs were performed with clinical assessment. Log files captured multiple pi events that were occurring on (B)(6) 2024 from 6:03:30 to 8:20:21.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported "intermittent thud" sound across the patient's chest could not be conclusively determined through this evaluation. The controller event log file contained events on (B)(6)2024, spanning approximately 2.5 hours. No notable alarms or unusual events were captured, and the pump operated as intended at the set speed. The patient was to undergo an echocardiogram and a clinical assessment. Additional information regarding the event was requested from the account; however, no further information has been provided at this time. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product, per the device history record review. The heartmate 3 lvas instructions for use (IFU), rev. C contains the following information: section 1, ¿introduction,¿ and section 6, "patient care and management," instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The heartmate 3 left ventricular assist system patient handbook, rev. D instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 1, ¿introduction", and section 8, ¿handling emergencies¿, also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.